Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead found no anomaly. Analysis of the stylet found the wire was bent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that a trial lead was bunching up. The implanting doctor encountered some calcified tissues and tried to force the lead in. It bent the stylet so it was replaced. The issue was resolved at the time of the report and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.